Event description:
A malfunction was reported by the customer, who experienced an issue labeled as a malfunction 16-0x20e6 with their pump. There was no adverse impact to the customer¿s blood glucose level, as no specific blood glucose values were provided. While the pump was able to start, charge, and connect to a computer, the malfunction prevented full access, leading to plans for the pump¿s return for further evaluation. A replacement pump with a new serial number was prepared to be sent to the customer.